Event description:
The facility reported an infusion pump with a failure code 500:320:675:0000. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that they have no record of any pt incident involving the pump since the last baxter svc event. Although attempts were made by baxter, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming.